Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that during deployment of a 9600tfx 29mm the balloon ruptured at the end of deployment. As reported, imaging report showed circumferential sinotubular junction(stj) calcium. A bav was performed. The balloon ruptured due to calcified stj horizontally into two pieces. No extra volume was used. The valve looked great after deployment. The delivery system was unable to remove device into the sheath. Patient going to surgery to open abdominal aorta and cut out the balloon to remove the device. The patient was doing great and went home.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery was provided and following was observed: calcification was observed on the sinotubular junction (stj) and native annulus. The patient's access vessel had calcification present . A photo of the delivery system after being removed for the patient shows that the inflation balloon was burst . The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The complaint of balloon burst and inability to withdraw delivery system through sheath were confirmed by the imagery provided from the site. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance was able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. As reported, 'the balloon ruptured due to calcified stj'. Additionally, the provided imagery revealed calcification of the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once ruptured, the balloon would likely have an altered profile that can cause difficulties while withdrawing the delivery system. As such, available information therefore suggests that patient (calcification) and procedural factors (withdrawal of a burst balloon) likely contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include product evaluation. Updated h6. The 29mm commander delivery system was returned fully inserted through full loader assembly and sheath, unlocked, with no flex or fine adjust in use. A bend was observed on flex shaft 10 inches from flex tip due to packaging. A stopcock and syringe was attached. The returned device was evaluated, and the following was observed: guidewire lumen cut proximal to crimp balloon. Balloon burst radial and longitudinally and does not appear to be missing pieces. Bunching of balloon at distal tip. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification.